Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: patient demographics such as height, weight, and activity level are unknown. The stem was in vivo for over 15 years. The liner and head were implanted during first stage of revision, putting them in vivo for approximately 5 1/2 months. X-rays and surgical notes were not provided. The sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified devices caused or contributed to any patient infection. A definitive cause analysis for the subsequent femoral component loosening cannot be conducted with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It was reported that the patient has two-stage revision for infection on (B)(6) 2010 and (B)(6) 2011. Hip stem was loose.